Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Blood glucose level was 326 mg/dl. After the alarm, the customer changed infusion set and cartridge. As the occlusion alarms had occurred in the past, a cause of the occlusion was unable to be determined.